Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer's blood glucose level. Multiple follow up attempts were made regarding the issue but no response was received.